Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000229, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. It was found that the power cord plug prongs were bent and pulled from the connection. The power cord was replaced. Connection was tested and the incoming power was checked. The issue was resolved. The system then passed the system checkout and was performing as intended. The power cord was returned for further evaluation. Visual/physical examination and functional testing were performed, and the reported complaint was confirmed. The power cord failed continuity testing. An open was found in the black lead on the power cord molded plug causing arcing. It was determined that there was an electrical failure with the power cord; the power cord was fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that a site representative observed sparks coming from the power plug. There was no patient involved with this event, and there was no patient impact.